Event description:
On (B)(6) 2014, a pt contacted our firm reporting having experienced a corneal ulcer while wearing acuvue oasys contact lenses. The pt was wearing on a daily wear and 6 month replacement schedule; the lens care(B)(6) 2014. The patient visited an ER after two days of "red eye and ocular burning and congestion, accompanied by a strong flu." The pt was diagnosed with keratitis and treated with ophtabracin drops x4 days. The pt was seen visited a second ER on (B)(6) 2014 and was diagnosed with an anterior paracentral corneal ulcer at 2 o'clock in the os and treated with oftaflox x10 days, flobact x8 days and (B)(4) lubricating gel. The report also indicated the pt presented with dry eye syndrome ou and that the corneal ulcer was not caused by the contact lenses.

Manufacturer narrative:
Device history review and product eval were not performed because the lot number and involved product were not available for eval. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.